Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. No additional adverse patient effects were reported.